Manufacturer narrative:
(B)(4) - evaluation of the samples received by (B)(4) confirmed that the membrane had detached from the arterial dome during therapy. Per (B)(4) report, the coupling of the dome to the transducer is able to withstand 3 bars of pressure. The domes are also blocked with 2 clips, which ensure the dome and the transducer cannot be separated. Based on the investigation performed by (B)(4), when the dome is correctly attached to the transducer and the clip is closed, it is impossible for the membrane to separate causing loss of blood. A root cause could not be determined. (B)(4) found nothing anomalous in the batch review or the device history file. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
(B)(6) 2011, the patient, who had received a liver transplant in the days prior to the event, was being prepared for hemodialysis using the device. The patient?s vital signs before initiation of treatment were at 10 a.m.: blood pressure: 96/60 mmhg, heart rate: 115/min, oxygen saturation: 100%. To confirm that connection and parameters of the product and machine were normal, the nurse tested the flow rate at set up, first at 100ml/min after prefill and then at 150ml/min. Both checked out ok. But after the flow rate was then set at 200ml/min, blood burst from the transducer of arterial port. The nurse discontinued treatment immediately and returned the blood to patient. The patient became agitated and refused to continue treatment. The patient's vital signs were then at 10:45 a.m.: blood pressure: 101/70 mmhg, heart rate: 108/min, oxygen saturation: 92%. After the blood leak incident , 22 minutes later, the patient suffered a myocardial infarction. Emergency treatment was administered to the patient by the doctor and nurse. Vital signs were at 11:30 a.m.: blood pressure: 131/78 mmhg, heart rate: 101/min, oxygen saturation: 86%. The patient soon recovered. 6 hours later at 5 pm that same day, the patient suffered another myocardial infarction. Rescue efforts administered were not effective and the patient died as a result. The patient's family believed that if the blood leak from the product had not occurred, the patient would have been calm and would not have suffered the myocardial infarction.

Manufacturer narrative:
(B)(4). The complaint sample has been returned to the manufacturer for evaluation. A follow-up medwatch report will be submitted upon completion of the device investigation or should additional information become available. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same as or similar to product distributed in the u.s.